Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6/7f mynx grip vascular closure device (vcd) was found stuck to the shaft and unable to be deployed after deployment while removing the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °c. The sealant stuck to the distal end of the shuttle. The balloon was fully deflated after shuttling down. There was no over-tamping. The deployer shuttled down completely. The sealant was not wedged between the balloon and advancer tube. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The patient recovered. The device will be returned for evaluation.